Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube ring o-ring. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the case. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the reservoir compartment. The customer was also advised that the device would be replaced and agreed to return the product for analysis.